Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f38 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be inoperative force sensing resistors. To correct the condition, the resistors were replaced. A service history review revealed that the device has had repetitive failure with force sensing resistors. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump presented the f-38 alarm. This occurred before use. There was no patient involvement. No additional information is available.